Event description:
The company was informed that the pt's device will be explanted. The pt will be reimplanted with another cochlear device. Advanced bionics is currently gathering more info and will submit a supplemental report once info is received.